Event description:
The physician was attempting to deploy a 2.25mm diameter x 30mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the lad. It was reported that the lesion exhibited 90% stenosis with little calcification. It was reported that the lesion was pre-dilated, and the stent was unable to cross the lesion. It was reported that the stent "got stuck" in the lesion, and force was used to remove the stent from the patient. When the stent was removed from the patient, the stent was noted to be damaged. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the distal tip was damaged. The stent was displaced distally on the balloon. The 1st four proximal stent segments were intact. The remaining segments were severely stretched and deformed extending past the distal tip. There were crimp impressions evident on the exposed section of the balloon.

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation and failure to deliver device). Patient condition affected effectiveness of the device (patient lesion morphology; little calcification and 90% stenosis). Conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology; little calcification and 90% stenosis). (B)(4).